Event description:
A palmaz 204 metallic stent was mounted on an 8mm ballon. The combination was positioned according to the referenced angiographic runs and inflated to approx 6 atmospheres. At that point, while proximal and distal portions of the stent were slightly flared, the midportion of the stent did not expand. The balloon spontaneously ruptured. The stent could not be inflated and had to surgically removed. Pt ok.